Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that she experienced moderate ketones and a blood glucose level around 500 mg/dl. They believed the high blood glucose level was due to the air in the tubing. The customer treated her high blood glucose level with a bolus. The device was not returned.